Manufacturer narrative:
Lot number - 18d017, 18j005. Two (2) single-use devices were received for evaluation. For the first device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the fillport cap was removed, a leak/backflow was observed from the fillport. Further inspection revealed that the cause of the leak/backflow was due to two particles approximately 0.30 square mm in size, lodged under the checkband. Fourier transform infrared spectroscopy (ftir) identified the particles to be acrylic. The device's stressmember is made of acrylic. The reported condition was verified. The cause of the particulate matter was not determined. For the second device, visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 2 malfunction events. It was reported that two large volume infusors leaked prior to patent use. One device leaked from the fillport, and one device leaked from an unspecified location. There was no patient involvement. No additional information is available.